Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip(device #1)may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip(device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip(device #1)nd an unspecified bard/davol ventralight st(device #2) on (B)(6) 2010 or (B)(6) 2013 it is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip(device #1) and the ventralight st(device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.